Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-04468, 3006705815-2020-01799. It was reported the patient underwent an MRI and during the scan the patient experienced a shocking sensation. Once the issue was complete the sensation stopped.